Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03-mar-2020.

Event description:
It was reported that the ventilator had a touchscreen fault. There was no patient involvement. The service engineer (se) inspected the device. The se found the touchscreen broken. The se replaced the touchscreen to address the reported issue and the unit was returned to use.